Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-01047, 01048. The pt was implanted with leads from another vendor. Also, the pt has 2 extensions. It was reported the pt was experiencing pain in his back and that stimulation was very strong in a location different than normal. It was also reported he could not turn off the device with his programmer or magnet. An sjm rep met with the pt and reprogramming did not resolve the issue. The physician decided to cut the extensions and leave the ipg in the pt on (B)(6) 2012. On (B)(6) 2012, the physician explanted his ipg and his extensions and replaced them with new ones.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.